Event description:
Permanent pacemaker (ppm) since 2001, cardiac resynchronization therapy with a defibrillator (crtd) via wise due to multiple previous failed attempts at coronary sinus (cs) cannulation. She has an existing a lead, left sided- tunneled to right. She also has 1x old right atrial (ra), 2x old right ventricular (rv) pace/sense leads and 1x right ventricular (rv) shock lead- where in recent times, the threshold has jumped up with low r wave sensing. She has become pacing dependent. Due to dependency and jump in threshold, she is for new right ventricular (rv) lead. Venogram last week showed blocked subclavian on right and so re-listed for ga case, to enable left sided right ventricular (rv) lead implant with tunnelling to right. Right sided veins look patent. Sjm system. In total- she has 5 leads and will have 6 with wise crt system also in situ. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).